Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7 cm in diameter fusiform; abdominal aortic aneurysm was reported with an infrarenal angle of 30 degrees, and a suprarenal of 110 degree. The proximal aorta was 21 mm in diameter and 30 mm in length. Distal aorta was 30 mm in diameter. Right iliac artery was 18 mm in diameter and the left iliac artery was 14 mm in diameter. The right and left femoral arteries were 9 mm in diameter. It was reported that three months post index procedure the patient had leg pain; which resolved. Four months post index procedure, an ultrasound confirmed a type ii endoleak, which was left uncorrected. The investigator assessment states this event was not related to the study device or study procedure. Twenty months post index procedure, the patient was diagnosed with stenosis. The patient had intermittent claudication, there was no revascularization option. The patient was to try supervised exercise therapy. The investigator assessment states this event was not related to the study device or study procedure. The event was unresolved. It was reported that the patient had a cardiac arrest 10 months ago; the patient expired. The investigator assessment states this event was not related to the study device or study procedure. An autopsy was not performed.

Manufacturer narrative:
Results: inherent risk of procedure (death, stenosis, cardiac arrest, endoleak). Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).